Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The day after impella insertion, during a lhc, the 0.035 wire became stuck in the motor of the 5.5 per staff reporting. When they were able to release the wire, the placement signal disappeared. Clinical team suspect that the optical sensor was damaged by the 0.035 wire and now is not able to be read. No product was returned. The data logs confirm loss of placement signal during the procedure and a drop in snr to zero. The 5s parameters show failure pattern characteristic to an optical fiber break. The root cause of the optical signal issue was most likely a damaged optical fiber as characterized from the 5s parameters. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
A complainant reported that a patient with history of cardiogenic shock and heart failure was implanted with an impella 5.5 pump for circulatory support. It was reported that the placement signal on the pump disappeared during patient support. Leading up to the event, it was noted that a .035 wire had gotten temporarily stuck in the motor prior to insertion. It was believed that the optical sensor may have been damaged by the .035 wire, resulting in the lost reading. The patient remained on support; however, the family made the decision to withdraw care and the patient expired.